Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was cut, capped, and partially explanted. The device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an episode of ventricular fibrillation where minimal high voltage therapies were provided and the episode self terminated. The right ventricular (rv) lead was suspected to have a short and the high voltage impedance was noted to be low. The physician queried why there was no alert; however, no alert had been programmed. The plan was to cap and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an episode of ventricular fibrillation where minimal high voltage therapies were provided and the episode self terminated. The right ventricular (rv) lead was suspected to have a short and the high voltage impedance was noted to be low. The physician queried why there was no alert; however, no alert had been programmed. The plan was to cap and replace the lead. No patient complications have been reported as a result of this event.